Event description:
Pt reported the infusion device piston rod is blocked and does not correctly deliver insulin. The piston rod "makes noises as if it is working but it doesn't move." Pt discovered this issue when she had hyperglycemia, and she changed all of the accessories but this did not resolve the issue. The infusion device did not provide any alert or error messages. She switched to a different infusion device and used an insulin pen to reduce her blood glucose. The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.